Event description:
It was reported that 286 days after a coronary artery drug eluting stenting procedure the pt experienced a myocardial infarction (mi) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.75mm 95% stenosed portion of the distal right coronary artery (dist rca). The dr treated the lesion with predilatation and successfully implanting a taxus express2 8.8% 3.50x28mm drug eluting stent. There were no complications. The pt was discharged 3 days later on plavix and aspirin. After the initial procedure, the pt experienced a non q-wave mi as evidenced by elevated cardiac enzymes. The next day the pt required a tvr. The dr then successfully placed a taxus express2 drug eluting stent in the proximal right coronary artery (prox rca), in the opinion of the dr the relationship of the tvr to the taxus stent is unk, and there was no restenosis. The pt was discharged 8 days later.